Event description:
It was reported that at a regular follow up, upon cinefluoroscopy the left ventricular lead insulation appeared abraded. No electrical anomalies were noted. On (B)(6) 2013 and 05/21/13 the lead was checked by cinefluoroscopy and no abrasion was noted. No electrical anomalies were noted and the lead remained implanted.